Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was above 500 mg/dl with no signs or symptoms of hyperglycemia. It was alleged bolusing was programmed from the meter and there was no record of the delivery in the pump¿s history and no alarms were emitted to alert for an issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to an alleged device malfunction.